Event description:
It was reported that the patient with this pacemaker system visited the hospital after a syncope episode. The device was interrogated, and this right ventricular (rv) lead was discovered to have triggered a lead safety switch (lss) to unipolar configurations due to high out of range pacing impedances. The rv lead was also found to exhibit oversensing noise led to pacing to be inhibited for about five seconds. An emergent revision procedure was performed. This rv lead was surgically abandoned and replaced with a new lead. No additional adverse patient effects were reported. This rv lead was capped.